Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 135 millimeters (mm) from the terminal pin; two segments were returned. A mid-body portion of the lead appeared to be missing. A thorough evaluation of the returned lead segments was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laser extraction damage and tears were noted in the insulation. The distal end of the proximal spring electrode was separated from the lead body insulation and medical adhesive (ma) was noted. There was some calcification noted on the distal end of the distal spring electrode. The tip was pulled inside of the tined insulation. Calcification was noted on the lead¿s mesh tip; completely covering the tip. Laboratory testing noted that the layer of calcification built up on the lead¿s mesh tip would create a non-conductive barrier between the lead¿s mesh tip and the patient¿s heart tissue. This would increase the impedance measurements over time.

Event description:
Additional information was received which noted that a surgical revision was performed and the pace/sense portion of this lead was surgically abandoned and replaced. The shocking portion of the lead remained in service at that time. Then the lead was later explanted during a device replacement procedure due to the patient was having left arm edema from having two right ventricular (rv) leads. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
Boston scientific received information that an alert for high out of range impedance measurements were reported on the right ventricular (rv) lead. The physician was aware of the out of range measurements and will re-evaluate the lead in the future. No adverse patient effects were reported.